Event description:
In 2004 braun consumer services was informed about an incident which occurred in 2004. While the family member was brushing an autistic pt's teeth using an oral-b cross action power toothbrush, pt bit down on the refill and the family member described that it lodged in the back of their throat. The family member described that the pt stopped breathing. Another family member contacted 911 while the third family member went to the neighbor's house to seek help as they are in the medical field. The pt was taken to the hosp by ambulance. They were examined and sent home.